Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A definitive root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified and the cause of the foreign material that remained in the device could not be specified. Based on the results of the investigation, it is likely the following led to the malfunction of mixture of air and water was fed: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope has foreign material in the nozzle, and the mixture of air and water is fed. The issue occurred during preparation for use. There was no patient involvement.